Event description:
It was observed during the device inspection, that the videoscope forceps plug nozzle was loose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.". Based on the results of the investigation, the customer's reported issue was confirmed. Moreover, it was presumed that an external factor caused the part to get loose or broken, leading to the subject event. However, the definitive cause could not identified. The following is included in the instructions for use (IFU): it was confirmed that instructions for visera tracheal intubation videoscope lf-v chapter 3, ¿preparation and inspection, section 3.2, ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.